Manufacturer narrative:
(B)(4). The complaint sample was returned and evaluated. The complaint was confirmed. The root cause was determined to be production failure during welding procedure at the supplier. All operators at the supplier have been trained regarding this failure. (B)(4).

Event description:
On(B)(6) 2011, (B)(6), reported that a leak on the venous inlet side of the bag was discovered for lot 92046392. (B)(4).